Event description:
A pt reported that the one touch basic original meter was reading inaccurately low and pt ended up in a coma due to that. Medical affairs specialist spoke with the pt in 2003 and pt provided additional info. Pt stated that one night pt tested the blood glucose with a result of 63mg/dl. Pt was not experiencing any symptoms at that time. Due to the low reading on the meter, pt drank some juice. Pt tested themselves again after about 15 minutes and got a reading in the 50's. Pt drank some more juice based on that reading. A few minutes later, their left arm began to shake and pt "started acting funny." Pt's spouse called the paramedics. The pt does not remember what the emt meter read. Pt also did not recall what treatment the paramedics had given them. By this time, pt had passed out. Pt was taken to the hosp. Pt only knows that in the hosp their "blood glucose was almost up to 1000" mg/dl. Pt was admitted to the hosp ICU for 8 days. Pt morning insulin dosage was decreased and evening insulin dosage was increased post release from the hosp. During troubleshooting, it was discovered that the test strips had been open for more than 4 months (which would result in inaccurate low results), and also that the meter was cleaned incorrectly. This case is reported because the pt suffered an adverse event due to user error.